Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available

Event description:
It was reported that the pump failed downstream occlusion. No patient injury reported.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device in good condition. There was evidence of the error in the event history log. The reported problem was duplicated during functional test. The downstream occlusion (dso) sensor failed the occlusion test; a faulty dso was found to be the cause of the reported issue. It was recommended replacing the downstream occlusion sensor as corrective action. The root cause of the reported problem is unknown. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device was previously repaired on 03-feb-2022 for bad speaker. The downstream occlusion (dso) seal replacement can contribute to downstream occlusion (dso) sensor issues if done improperly, but the evaluation did not identify any issues with previous repairs. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Additional information received via email and attached in complaint: there was no patient involvement during this malfunction. Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Correction: model number: 2120.